Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 479 mg/dl at the time of the incident. Current blood glucose level was 76 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump had multiple no delivery alarms and resolved by changing complete set. Infusion set had bubbles during priming. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case. (B)(4).